Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 309703, batch no.: 9184672. It was reported that during use of the syringe 5ml ll tip bulk convenience pak the syringes are leaking past the stopper. The following information was provided by the initial reporter: leakage past stopper. The customer indicated that they are using repeater pumps to fill the syringes. The product is utilized to add in medication; product can be inspected as quickly as 24 hours or can take as long as 2 weeks after the product is prepared to inspect. The customer confirmed that the products are being stored in room temperatures.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided final lot number 9184672 and sub-assembly product lot number 9134925. The review did not reveal any detected quality issues during the production process of the sub-assembly product or the final product that could have contributed to this reported incident. All quality inspections performed during the production process were found to be within specification. To further investigate this incident, both picture samples and physical samples were provided for evaluation by our quality engineer team. Through examination of the picture samples, leakage was observed past the stopper; however, the product lot could not be confirmed through the picture samples. One ziploc bag containing six used syringes belonging to final lot number 9184672 were received for evaluation. All six of the used syringes exhibited signs of leakage past the stopper. Some of the syringes also showed signs of flange damage; however, no signs of foreign matter within the fluid pathway were observed. The plunger rods were pressed and no additional signs of leakage were seen. Unused samples belonging to final lot number 9184672 were not available for evaluation. Based on the investigation results, a cause related to the syringe manufacturing process could not be determined for this incident and the related lot numbers at this time. A corrective action plan and preventive action plan has been opened to further investigate this incident and related events. H3 other text : see section h.10.

Event description:
Material no.: 309703, batch no.: 9184672. It was reported that during use of the syringe 5ml ll tip bulk convenience pak the syringes are leaking past the stopper. The following information was provided by the initial reporter: leakage past stopper. The customer indicated that they are using repeater pumps to fill the syringes. The product is utilized to add in medication; product can be inspected as quickly as 24 hours or can take as long as 2 weeks after the product is prepared to inspect. The customer confirmed that the products are being stored in room temperatures.